Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that after implantation of the device, there was no sensing or pacing and impedance was fixed. The device was explanted and replaced and sensing, pacing and impedance were checked by analyzer and the lead status was good. The explanted device was rechecked and the same problems were still present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.